Manufacturer narrative:
MFR site zip/post code: (B)(4).

Event description:
Proactif clinical study it was reported that this patient was hospitalized and treated for splenic infarction. On (B)(6) 2021, the subject had received a subsequent therasphere yttrium-90 microspheres treatment. Standard single compartment dosimetry was performed to assess treatment dose. Pretreatment maa imaging documented a strong uptake of maa on tumors, doses to perfused liver and perfused tumor was 128 gy. The type of therasphere infusion was selective. The catheter was positioned in the middle hepatic artery (irrespective of origin) (segment IV), and 0.512 gbq of therasphere was administered to the selective liver through vial 1. Another catheter was positioned in the left hepatic artery (irrespective of origin) (segments ii/iii/IV), and 1.098 gbq of therasphere was administered to the selective liver through vial 2. A total 1.61 gbq of activity was administered during the subsequent treatment. Post- treatment dosimetry documented a strong uptake of the delivered dose; 88 gy to the perfused liver and 265 gy to the perfused tumor. On (B)(6) 2021, the subject had a sudden onset of pain in the left basal thoracic region. The subject was hospitalized the next day for further treatment and management of event. On (B)(6) 2021, CT scan revealed a splenic infarction that could explain this pain. The pain rapidly progressed within 24 hours and the cervical pain lateralized to the left, radiating to the left shoulder. The sensation of pain was like an electric discharge. The subject was treated with analgesic for the pain (actiskenan, skenan and paracetamol). The etiology was considered as post-radioembolization. On (B)(6) 2021, the event was considered resolved and the subject was discharged from hospital.